Event description:
Nevro corp model number: acck5300, lot number: 5004867, permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator implant. Nevro corp model number: lead3005, lot number: 94423543 permanent spinal cord stimulator was faulty implant and returned to company rep upon removal. Drainage at the battery insertion site caused revisions an implantation of antibiotic and removal of spinal cord stimulator paddle. Nervo corp chgr2500, lot number: 9447082, patient remote charger kit had faulty battery expired charger. Ref reports: mw5164578, mw5164579.